Manufacturer narrative:
(B)(4). Batch # n55p9l. Additional information was requested and the following was obtained: it was reported that, ¿the stapler blade was not moving, got stuck.¿ for clarification, does this meant that it would not fire? If no, please clarify what is meant by ¿the stapler blade was not moving, got stuck.¿ yes it means the stapler did not fire. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. In addition with the halves mixed and the staple height selector missing. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure the stapler blade was not moving and got stuck. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.